Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not secured to the stand. There was no patient involvement when the issue occurred. No patient or user harm was reported. A field service engineer (fse) evaluated the device, and determined that the thumbwheels, and cover try threads were damaged. The fse replaced the thumbwheels and cover tray to resolve the reported issue. The device was tested and passed. The system meets the specification for the performed service and is returned to use.